Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the centrifugal pump squealed. There was no pt involvement as this occurred during prime. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up when the investigation is completed and more info becomes available. (B)(4).